Event description:
It was reported that when using the bd pyxis¿ es server, the interface was down, resulting that the user was not received medication messages or patient information. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was not determined that the user had not received medication messages or patient information. A technical support specialist (tss) had dialed into the server and ran a downtime query, confirming that the interface and message processing were normal. After logging into health sight viewer (hsv) and finding no active notices, tss contacted the customer, who confirmed the issue was resolved and that a reboot was not required. The customer verified everything was functioning correctly and approved for case closure. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface was down, resulting that the user was not received medication messages or patient information. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.